Manufacturer narrative:
Continuation of d10: product ID: 97755, serial#: (B)(6), product type: recharger. Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4) h3: analysis of the 97755 recharger (rtm) (s/n (B)(6)) revealed that the cable insulation was pulled out from the donut end and wires were exposed. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was that they have been losing weight (pt noted that they were down "like 42 pounds" and that as they got closer to the 40 pound mark, they noticed it became harder to recharge the ins. Pt then stated that they tried to recharge the ins friday night and the ins wouldn't recharge and that two different error messages appeared on the controller (pt stated that screen 77 appeared first and then screen 99 appeared; pt did not recall further screen details); pt stated that they tried to recharge the ins for hours. Pt mentioned that they usually recharge the ins every day if not every other day. Pt stated that they reset the controller, however the issue wasn't resolved. Pt stated that the ins was completely depleted. Pt then stated that the rtm paddle has been overheating and getting very hot. An email was sent to the repair department to replace the rtm. No symptoms or patient complications were reported.